Event description:
Healthcare professional reported right side deflation implant exchange. Healthcare professional later reported that the "pt had saline removed [from] right breast by a surgeon.it is believed [they] popped implant." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.7, d.6b, d.10, e.1, h.6.

Event description:
Healthcare professional later reported that the "pt had saline removed [from] right breast by a surgeon...it is believed [they] popped implant." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: use error: observed more than three openings assessed as surgical damage. Additional observations: crease fold and wear abrasion observed on the device. Yellow particles observed inside the device. No further actions are required as the device was implanted."

Event description:
Healthcare professional reported right side deflation implant exchange. Healthcare professional later reported that the "pt had saline removed [from] right breast by a surgeon...it is believed [they] popped implant." Device has been explanted and replaced.

Event description:
Healthcare professional reported right side deflation implant exchange. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.